Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach. The team attempted to insert the first valve and the delivery system into the esheath+ however, the valve got stuck in the sheath before exiting the transitional portion of the sheath. It was decided to take everything out and go in with a 16fr e-sheath+ with a new 26 ultra on commander. Everything went smoothly from there on out. No injury/harm to the patient and was stable post procedure. During engineering evaluation, an esheath with an unknown lot number was received and a liner strand was noted.

Manufacturer narrative:
The lot number of the esheath is unknown. The investigation is ongoing.

Manufacturer narrative:
It was initially reported that an esheath with an unknown lot number was received during preliminary decontamination evaluation. After further evaluation, it was determined that the correct device was received. The device was returned to edwards lifesciences for evaluation and the following was observed. Sheath shaft was curved. Sheath expanded until approximately 2" from strain relief. Distal tip unopened. Valve was within sheath under strain relief. Liner tear noted distal of strain relief with length of approximately 2.5''. Linear strand noted along tear location with length of approximately 3''. Imagery was provided from the site and revealed the following: notable calcification near aortic bifurcation on access vessel. Tortuosity present in patient's access vessel. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per imaging evaluation, tortuosity is present within the patient's access vessel. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to tear it during advancement leading to the strand and liner tear. The technical summary also outlines the extensive manufacturing mitigations inplace to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (tortuosity) may have contributed to the resistance and procedural factors (valve caught on liner, excessive manipulation) may have contributed to the liner strand and tear. Technical summary is applicable to this complaint evaluation and no further engineering evaluation is required at this time. Control limits are managed and assessed through. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated however, no corrective or preventative action is required at this time.